Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802802 femoral head sterile product do not resterilize 12/14 taper unk, 00500104800 shell 48 mm o.d. 63273786, 00500104728 liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells 63085333, 00785901100 distal centralizer 11 mm o.d. 63278993. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00409, 0001822565-2017-06746, 0001822565-2017-06745, 0001822565-2018-03115. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient alleged to right hip pain, swelling, and unable to walk without a cane approximately three months post-implantation. Attempts have been made and additional information on the reported event is unavailable.